Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that during nursing home visit, it was noted that the stoma site had pus discharge. The gastroenterologist was contacted and patient was given antibiotic ceclor 750mg (1x2) for 7-10 days as well as intensive care recommendation. On 13 dec 2019, additional information indicated that during nursing home visit. The stoma site has become clean and patient continued antibiotic treatment.